Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had inappropriately gone into back-up operation. The device was successfully restored. There were no patient consequences.